Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed due to the condition of the device. The guide break was confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The first device attempted was successfully pre-placed. Reportedly, the second device attempted; however, upon removal the device became stuck. The foot of the device would not retract. A cut down was performed to remove the device when it was noticed the guide and distal end of the device had separated. The aaa procedure was then completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.